Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 70% stenosed and the left anterior descending artery was mildly tortuous and moderately calcified. The fracture occurred in the middle of the shaft and the device was simply removed as a whole all together.

Manufacturer narrative:
D4 expiration date, d4 lot number, and h4 device manufacture date: corrected.

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 70% stenosed and the left anterior descending artery was mildly tortuous and moderately calcified. The fracture occurred in the middle of the shaft and the device was simply removed as a whole all together.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 105.4cm distal from the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the balloon delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.